Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 540 mg/dl and the cause was not known. A bolus via the pump was delivered to address the bg. The customer was hospitalized for diabetic ketoacidosis (dka) and was treated with an insulin drip. The contact stated that after the pump was disconnected at the hospital, no insulin was observed exiting the tubing when 5 units of insulin was ran through the tubing. Reportedly, the contact was to change out the infusion set tubing and cartridge. Although requested, the customer's discharge date was not provided.